Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that when he starts his monitor, the response buttons will not activate the monitor. The pt's suspect monitor was replaced.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem was confirmed. The cause of the response buttons not activating the device was a defective front response button. The root cause of the defective front response button was a break in the conductive trace in the flex tail of the response button. The cause of the break in the conductive trace of the flex tail was due to the backup battery's black wire becoming trapped between the battery and the response button flex tail. The root cause for the trapped back wire of the backup battery was not positively identified but was likely due to an assembly error. No adverse event resulted from the faulty response button. The pt received a replacement monitor.